Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a hematoma following an implant procedure. The site was drained and the device was not explanted. The patient has since recovered without sequelae and is experiencing good pain relief from the nevro system.